Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a corrupted database. The field service engineer cleaned the files and assisted with knowledge article to repair the database. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system that it had a patient data issue. Three pediatric patients did not show up at the device the customer reported that the issue occurred when dispensing medications to patient. There were no adverse events or injuries reported based on this incident.